Event description:
Cracked j loop (ref mc33038), leaking during insertion of IV (intra venous). Unable to verify lot number due to two packages being opened. It was either lot number: 14121331 or 14149841.